Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device reveals the cutting block knob, spiked cross bar, smalley wave spring, cutting block locking cam set screw and cross bar screw, came apart from the device. The smalley wave spring and cross bar screw were not returned. The device shows signs of significant wear and use. A review of complaint history based on the historical data revealed a similar event for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during tka surgery, after making femoral cuts and removing pins from one (1) journey dcf ap fem cut blk 5, the surgeon used the slap hammer to remove the block from the patient. The "spikes" became disassociated from the block and block was no longer usable. It was deemed broken. The procedure was resumed, without any delay, using a s+n back-up device. Patient was not injured as consequence of this problem.